Event description:
When the pinnacle bantam adaptor is used for 38mm/40mm and 42mm cups and impacted, when the handle is turned to remove the handle/adapter from the cup, the adaptor instead stays on the implanted cup and is difficult to remove, compromising the stability of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records, a lot specific complaint database search, and determine the age of the instruments was not possible as the lot codes required were not provided. A two-year search of the complaint database did not identify a trend. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.